Event description:
Fever, night sweats, elevated white blood cell count, atelectasis. Info was received from a physician in 2005 concerning a pt with unk past medical surgical history who, on the previous day, underwent surgery due to abdominal pain and small bowel obstruction. The bowel was noted to be normal except for adhesions which were lysed and one serosal tear which was repaired. Seprafilm was applied and the pt immediately developed a fever of 103.4 degrees fahrenheit. The next day, fever continued up to 103f. Bowel sounds were positive and there were no other clinical findings suggestive of an abdominal issue specifically. The physician confirmed that the surgery had gone well, without any complication. The pt was to be followed and evaluated for other postoperative sources for the fever. 5/2005: add'l info was received from the physician who indicated that the pt's hospitalization had been prolonged due to the events. In 2005, the pt had undergone an exploratory laparotomy and lysis of adhesions. One sheet of seprafilm was applied to the small bowel. There had been no significant injury to the bowel during the lysis of adhesions. The next day white blood cell count (wbc) was elevated to 14.4 x 10^3/l, a chest x-ray showed some aterlectasis, and there were "mild peritoneal signs but less pain." The pt was treated with cefoxitin for five days for questionable pneumonia. In 2005, a chest x-ray was normal. On an unspecified date, wbc normalized. Fevers continued for five days and at one week, the pt continued to have night sweats. A computed tomography scan of the abdomen was normal. Night sweats and fever resolved in 2005. The pt recovered with sequelae (not specified). It was the opinion of the physician that the events were moderate in intensity and probably related to seprafilm. No further info was provided.